Event description:
Pt received silicone gel breast implants nearly 20 years ago. In march of 1996 the dr tried to contact pt about a global settlement from the mfrs. He was unsuccessful in the attempt because pt had moved. Pt visited him in 2004 because they have a problem with the left breast. At the time of the implants pt thought they were saline implants because they were double bagged and the outside was saline but the inner bag was silicone. At the time of the implants pt only remembers the saline part because that they knew was safe. Pt didn't think that they would be having any difficulties. Pt would like to find out if there is still a registery from the mfrs for fund money settlements. The old phone number is no longer in service.